Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficult to remove (stylet). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
During preparation of the 3.5x12mm xience skypoint stent delivery system (sds) resistance was felt when removing the stylet. Another non-abbott device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.